Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform properly. The patient underwent surgery two weeks later and inspection revealed a hole in the right cylinder. Therefore, the cylinder was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. The kink resistant tubing (krt) had a hole consistent with explant damage, resulting in fluid loss. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The reported cylinder hole was not confirmed. Based on product analysis, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform properly. The patient underwent surgery two weeks later and inspection revealed a hole in the right cylinder. Therefore, the cylinder was replaced. There were no patient complications.